Manufacturer narrative:
Medwatch number: mw5080988 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery procedure with mentor¿s breast implants (unk_gel implants) has experienced autoimmune disorder (hashimoto's disease). This case was not confirmed by a healthcare professional. The patient was required medical device removal. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. The implants were removed and date of removal is unknown. This report is for the right side.